Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It was reported to philips that at the start of an emergency (stroke) neuro procedure, while the patient was being placed on the table, the user interface controls of the x-ray system were no longer responding and system movements were not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the allura xper system on site. The reported problem could not be reproduced. Analysis of the log files confirmed a problem with the geometry of the system. The geometry module and the imaging module were replaced and the system was returned to use in good working order. The replaced geometry module and imaging module were returned to philips for further analysis. The modules were tested and no malfunction could be confirmed. The geometry module showed significant signs of use, cable damage and the stop button was stiff, which could have caused the reported problem. Philips has not been able to confirm the exact cause of the geometry problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.